Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator was not able to be placed into standby mode during patient use. The patient was removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and was unable to duplicate the alleged malfunction. The cse tested the ventilator on a test lung, and successfully placed the ventilator into "standby mode". The cse performed extended self-testing on the device and all tests passed.